Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used for polyps in the right-side colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the snare would not cut the polyp. The procedure was completed with a similar captivator cold single-use snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event unable to cut.